Event description:
It was reported that the patient only felt the stimulation from their implantable neurostimulator (ins) in their left leg following some falls. Specifically, the patient had fallen 3 times (2 times falling forward and the third time falling on their back) in the past year and now was only getting coverage to their left side whereas before the falls they had stimulation to both legs. Diagnostics included x-rays (results not reported) and impedance testing which showed high values (>10,000 ohms) on contacts #7-15. The patient was waiting for a neurosurgery consult appointment for further evaluation. The patient status at the time of report was noted as ¿alive ¿ no injury¿. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID 3708140, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).